Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl with ketones and an insulin injection was used to address the bg level. The customer went to the hospital on (B)(6) 2015 and was admitted on (B)(6) 2015 for diabetic ketoacidosis. The customer was treated with an insulin drip and injections. The customer was discharged on (B)(6) 2015. The customer's physician stated that the occlusions and high bg level may be due to a build up of scar tissue. As the occlusion alarm had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.